Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on the moderately tortuous and non calcified a mid left anterior descending artery (lad). The lesion was pre-dilated with a 2.5x10 semi compliant balloon. A 38 x 2.50mm promus elite drug eluting stent was deployed at 11 atmospheres in the lad. Following post dilation with 2.75x10 non-complaint balloon, an edge dissection was noted in the proximal part of the stent. Another 38 x 2.75mm promus elite stent was deployed proximally and overlapping to cover the dissection and complete the procedure successfully. There were no further patient complications; the patient was stable post procedure and fully recovered.